Manufacturer narrative:
The manufacturing records and quality control release testing was reviewed for kit part number 195-000 / lot 128345 and test device 195-430 / lot 126464a. The lot met the required release specifications. Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific employee samples.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 128345 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 128345 showed that the complaint rate is (B)(4). The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration. Investigation is not yet complete. Upon completion, the information will be provided in a supplemental report.

Event description:
The customer reported three (3) false negative results on one (1) patient with the binaxnow covid-19 ag test. The customer reported negative results on a swab with the binaxnow covid-19 ag test on (B)(6) 2021. The kitted swab was used to collect sample from both nostrils. Six (6) drops of extraction reagent were added to the test card well, 30 seconds later, the swab was inserted into the test card, the swab was rotated clockwise three (3) times. Fifteen (15) minutes later, the test was read. Repeat testing with the binaxnow covid-19 ag test on (B)(6) 2021 at 0830 provided negative results. That same day, additional testing on a nasopharyngeal swab with an unknown covid-19 antigen test provided (B)(6) results. Subsequently, that same day at 1100, an additional binaxnow covid-19 ag test also provided negative results. The customer confirmed that there was no death or serious injury based on the binaxnow covid-19 ag test. The customer reported that because of the delay in diagnosis, there was a delay in unspecified treatment that the patient could have received sooner. The patient was symptomatic (not further specified) at the time of the initial test, with symptoms worsening. Positive results should be treated as presumptive and confirmation with a molecular assay, if necessary, for patient management, may be performed. Negative results do not rule out sars-cov-2 infection and should not be used as the sole basis for treatment or patient management decisions, including infection control decisions. Negative results should be considered in the context of a patient's recent exposures, history and the presence of clinical signs and symptoms consistent with covid-19. Due to the risk of a false negative result potentially leading to no or delayed treatment, this event shall be considered reportable.